Event description:
When the cap was removed from the IV catheter, a loose piece of black material was hanging on tip of needle. Metal fell off. The needle retracted when covered, the black material is inside the cap. Needle was not used on pt.